Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm ratcheted handle 33cm, it was confirmed that there were signs of cracks in the insulation at the distal end of the device. IFU 10000401070 states, "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life-threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root cause/s could be normal wear, user mishandling or user excessive force, due to cracks noticed in the insulation at the distal end of device. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.